Event description:
Reporter stated that patient obtained blood glucose results of 13.0 mmol/l, 8.0 mmol/l, and 5.0 mmol/l, within 8 minutes, when testing on the accu-chek mobile system. Reporter also stated that, 10 weeks later, patient obtained blood glucose results of 16.0 mmol/l and 6.x mmol/l (exact value not provided) on the mobile system. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.